Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 400 mg/dl. Customer reported he did not rewind the device prior to inserting the reservoir. Customer was advised to always rewind and fill the tubing whenever the reservoir is being inserted into the device. Customer will not be returning the device for analysis.